Event description:
Info received that the bed had a head hilow drift. No injury reported.

Manufacturer narrative:
Technician found the bed in the hallway. Isolated the problem to bad head hi/low valve solenoid, replaced the valve to resolve this issue.